Event description:
I was implanted with the medical device implant called essure on (B)(6) 2010. This medical device implant is now manufactured by bayer, formally by conceptus, inc. My lot number is 664435 and my model number is ess305. The device has a three year shelf life and however, I do not have that expiration date. The onset of my complaint started in (B)(6) 2010 a few days after I was implanted with essure. This is a list of my side effects and symptoms that I have experienced with essure. Pinching pain in sides that developed into extreme pain and stabbing, heavy, painful menstrual bleeding/clotting, irregular menstrual bleeding, night sweats, severe fatigue, constant upset stomach, hives, blurred vision, loss for simple words, memory loss, pain while bending of lifting, constant flu like symptoms, body aches, pain in legs, tingling in legs (pins, and needles), painful intercourse, bleeding during intercourse, pain after intercourse, loss of sexual desire, constant headaches, mood swings, depression, fluttered heart beat, brain zaps, constant runny nose, low vitamin d levels, pain during ovulation, pregnancy symptoms, bloated stomach, anxiety, ovarian cysts, rashes, metal taste in mouth. I have been seen by five different doctors and 2 of which said my pain is from ovarian cysts. I have recently had an essure reversal on (B)(6), 2014. The doctor who performed my surgery said essure has punctured my fallopian tube and uterus. He had to remove parts of my uterus because of the damage caused by essure. The essure implants have not been returned to the manufacturer and are currently in my possession. I have filed a previous adverse event in the past and this is my reference number. (B)(4).

Event description:
Ever since essure was implanted, pt has cramps, stabbing pain on her back and sides, numbness and tingling on her legs, bloated stomach. She has been to the ER for a CT scan and the results are negative. Pt allege that essure is the cause, because she hasn't had any procedure done, diet is the same. In (B)(6) 2011, symptoms got worse. Currently, pt is scheduled to have an ultrasound to check the essure.

Event description:
Additional info received on 02/12/2015 from reporter: pt stated she had a second surgery performed on (B)(6) 2015, which was an exploratory surgery due to continued pelvic pain. Pt stated the fragment of essure that migrated into her uterus is still present and causing her plain. She was told by physician she will need a hysterectomy to remove the device fragment.